Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset while undergoing pulse testing. The cause for the reset was isolated to a defective u104 pxa processor on the computer/analog pca. The root cause for the defective u104 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.